Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'failed downstream occlusion during testing' which was verified through a review of the event history log as downstream occlusion messages. The device was sent to the flow line for downstream occlusion testing and found within specification. The reported condition was verified. The cause was determined to be an out of specification force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.